Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 10/08/2007, 10/11/2007, 10/15/2007 and 10/29/2007 by phone, fax, and mail. Add'l info was received 10/11/2007 by phone. A completed questionnaire was received 10/31/2007.

Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient had the same model lens previously implanted in the fellow eye without any problems.